Event description:
Pin hole leaks on side of IV bags below port. 3 out of 4 bags sent. The units were compounded under a laminar flow hood containing dobutamine 120mg plus sterile water to 150ml. 4 units shipped to pt. 3 units leaked. Pt had backup bags so no harm came to pt.